Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 due to an infection that developed at the infusion site (leg) while wearing the pod between 36 and 48 hours. It was reported that the site had a hard bump, was hot to the touch and had a ¿ring around it¿. It was also reported that the patient¿s blood glucose levels rose to 300 mg/dl. The patient¿s physician prescribed an unknown medication and drew around the infection so that the patient would be able to monitor if the infection spread further.